Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received about the device not working even after new part was sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an elective replacement indicator (eri) on a rechargeable device. The patient stated that they knew stimulator only lasts nine years, which is what it did. There was no stimulation in the legs. The stimulator stopped working the friday prior to the report when they saw an eri code. Their pain management clinic was going to set them up with a doctor. It was noted that the stimulator promoted blood flow to the leg and they had not had stimulation since friday from it and they had a problem with blood clots in their leg so that worried them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.